Event description:
Add'l info per call to rptr 1/3/95: the latest implant implanted in rptr on 12/4/95. Is also leaking and has been tested several times since it was implanted in rptr. As of this date, the leak continues. (Also see 1008050, 1008045).